Manufacturer narrative:
(B) (4). (B) (4). Duck bill out of position. The analysis results confirmed that the sleeve was returned witht the duckbill out of position. It could not be determined as to what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a robotic video assisted thoracic surgery, when they were removing the top of the trocar, the duckbill on the inside of the trocar fell out. Another device was used to complete the case with no pt consequence.